Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's modular cable was exchanged after damage to the outer layer was noted. No active alarms were noted. Additional information revealed evidence of a large abscess in the mid-upper gastric area between the driveline exit site and pump, the site was draining for a couple of days prior to (B)(6) 2021. The patient reported fevers reported. They were admitted with a driveline culture positive for serratia and blood cultures positive for corynebacterium species. A computed topology (CT) scan showed fluid around the driveline thought to likely be an abscess. The patient was started on cefepime and vanc ivs for a 6-week regimen with instructions to pack abscess wounds daily. The patient was discharged on (B)(6) 2021.